Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and performed a leak test and there was no leak. The diopter ring, and o ring were replaced but the holder ring was removed. It caused the diopter ring to not turn on focus to max and minimum direction. The image is good and passed the fog test. The device is fully functional, and returned to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system, and process changes. A CAPA has been opened to manage the actions related to remediation of this issue, and any required MDR reporting.

Event description:
The user facility reported that there was an issue with the device. There was material flaking at the top of the scope. There was no patient involvement. No additional information was provided.